Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic choledocholithotomy. According to the rptr: it was noticed that the tip of the device was deformed. The tip of the outer cylinder was broken and hook was exposed widely. Another device was used. No bleeding occurred. Nothing fell into the pt cavity. No tissue was damaged. Operative time was not extended more than 30 minutes.